Event description:
Report received of an independent rate change while the pump was in use, the pump was programmed to deliver 50ml of lipids at a rate of 0.6ml/hr. The infusion was check every hour by the nursing staff and the volume infused was recorded. Between 1415 and 1528, the nurse reported the pump display read 5.6cc had infused instead of the expected 0.8cc. The rate was reported to be at 6.6ml/hr instead of the intended 0.6ml/hr. There were no reported audible alarms. The physician was notified and the lipid infusion was discontinued. There was no reported adverse pt effect. Though requested, no further info was available.